Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the communication bus. The customer reported that the malfunction occurred while the user trying to issue medication to patient causing delay in dispensing procedure. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer encountered an auxiliary drawer 4.2 failure with the error message 'fail to open'. The hardware test application indicated that the latch sensor was not detected. Upon inspection, the fse found that the hard stop unit was loose. The fse removed and securely reattached the hard stop unit by unscrewing and tightening the three screws. Functionality was verified, and it was successful. The system functioned as intended after the field service engineer repaired the device.